Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).

Event description:
(B)(4). The hospital reported that during cardiac surgery hemashield platinum graft was used as a conduit for perfusion and heavy weeping was experienced. The hospital did not report any patient effects. The product will not be returned. (B)(4). While in the account today I was told by the cardiac coordinator, perfusionist, and cardiac surgeon that they have experienced heavy weeping when using hemashield platinum grafts as a conduit for perfusion. (B)(6) has used this product for many years and feels like this is a new issue. They did not save any of the used product for examination.

Manufacturer narrative:
A lot history record review was completed for lots 25099246, 25099255 and 25107759 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during cardiac surgery hemashield platinum graft was used as a conduit for perfusion and heavy weeping was experienced. The hospital did not report any patient effects. The product will not be returned. While in the account today I was told by the cardiac coordinator, perfusionist, and cardiac surgeon that they have experienced heavy weeping when using hemashiled platinum grafts as a conduit for perfusion. (B)(6) has used this product for many years and feels like this is a new issue. They did not save any of the used product for examination.